Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: (B)(6) , 2023 section h3: device evaluated by manufacturer¿ yes device evaluation: no complaint lens was received for evaluation. Cartridge tip damage, cartridge crack, and cartridge damage were observed. Stress marks were observed near the cartridge tip consistent with a device used to fully deliver a lens; however, the observed stress marks are considered within specifications. The handpiece was returned with a fully retracted plunger rod making it difficult to determine additional potential causes of the complaint issue. No additional handpiece, cartridge, and plunger rod defects or assembly issues were observed before and after disassembling the handpiece for evaluation. Trace amounts of viscoelastic residue was observed in the handpiece cartridge which suggests that an inadequate amount of ovd was used during loading and insertion which can contribute to usage issues. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge caught on the surface of the iris when pulling the injector out of the eye after implantation. When checked, the tip of the cartridge was deformed. There was no report of resistance or strangeness during setting. There was no patient injury or health damaged. No additional information was provided.

Manufacturer narrative:
Section a2 and a4: unknown; requested but not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(6). Section g4: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhance simplicity toric ii with tecnis simplicity, diu series which is distributed in the united states under PMA p980040. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.